Manufacturer narrative:
No malfunction evidenced. No clear information was shared about the case, although we tried to reach the client several times. No device-related death or serious injury was reported. However, there's a possibility of device malfunction according the initial description of the customer which could cause the device to fail to perform its essential function and compromise the sterilization process monitoring effectiveness, possibly contributing to death or serious injury.

Event description:
User reported that the chemical indicators were unusable right out of the package.